Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited diagnostics anomaly. The device was reprogrammed. The patient was asymptomatic and would continue to be monitored.